Event description:
It was reported to philips that the system was stuck in service mode, preventing a full system boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was stuck in service mode, preventing a full system boot. Review of the logfile shows the service mode is on in the system. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and initially advised the customer to log off and attempt logging in with different credentials, but this did not resolve the issue. To resolve the issue, the rse reset to the closed profile. After repairs, the system was returned to use in good working order. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.